Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was undersensing have a premature ventricular contraction (pvc). It was also reported that when the patient has multiple pvcs, the criteria is met for a brady episode to be detected. The device sensitivity was adjusted and the device remains in use. No patient complications have been reported as a result of this event.